Event description:
It was observed that during the device evaluation, the main body unit, cable were flooded. Corrosion on the scope mount was noted. Additionally, puncture in electrical contact and burnt in main body were observed. There was no patient involvement.

Manufacturer narrative:
The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, handling and general precautions caution do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable, as this may cause the cable to break. Precautions for cases where endoscope images disappear unexpectedly, or freeze cannot be released warning the following precautions must be strictly observed. There is a possibility that endoscopic images may disappear unexpectedly, or the freeze cannot be released during the examination. Do not reprocess or store this product with tweezers, forceps, scalpels, etc. There is a risk of puncturing the camera cable and damaging the electrical circuits inside the product due to water leakage. Do not bump or drop the product. Do not bump or drop the product, as water leakage may damage the product's internal electrical circuits. Olympus will continue to monitor complaints about this device.